Event description:
Customer reported to beckman coulter, inc. That approximately 3 ml of diluent fluid leaked from the manual sample probe of the coulter hmx analyzer with autoloader while running latron quality control. Customer reported the leak was from the blood sampling valve of the manual sampling probe. Customer reported the leak was not contained within the instrument. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found that the probe wipe rinse block was not going all the way down. The fse found a screw was missing from the rinse block. The fse replaced the screw and the leak was resolved. Customer indicated to the fse that the instrument had given "hgb lamp voltage low" errors when running controls. The customer reported they adjusted the hgb lamp. The fse found the instrument was running without any errors when he arrived at the site.

Manufacturer narrative:
(B)(4).